Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic pain, dysmenorrhea, ovarian cystadenofibroma, leiomyoma and endometritis on (B)(6) 2022 and endometrial disorder, uterine prolapse, abnormal uterine bleeding, uterine fibroids, left upper quadrant pain, white blood cell count increased, ovarian cyst, abdominal pain and obesity on (B)(6) 2022. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2022, 4927 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus,bilateral salpingo, left oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30.487 kg/sqm. [Pathology test] on (B)(6) 2022: clinical information: pre and post op: aub, pain, fibroids, prolapse diagnosis: post op: cervix, uterus, bilateral fallopian tubes, and left ovary, hysterectomy with bilateral salpingectomy and left oophorectomy: -cervix: keratinizing squamous epithelium, consistent with prolapse - endometrium: proltferative endometrium with chronic endometritis, benign endometrial polyp - myometrium: leiomyomas - fallopian tubes: no diagnostic abnormality - left ovary: small serous cystadenofibroma, hemorrhagic corpus luteum gross description: "uterus, left ovary, bilateral fallopian tubes, cervix"- there is an attached fimbriated fallopian tube segment which contains a contraceptive wire within the lumen. On section the ovary shows three smooth lined cysts, one filled with thin transparent orange fluid and the other two with dark red apparent blood. Any remaining ovarian parenchyma is compressed to the edge of the largest cyst. The opposite fallopian tube shows distinct fimbria and also contains a contraceptive wire. [Ultrasound scan] on (B)(6) 2022: multiple uterine fibroids quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-oct-2023: reporter and patient information,medical history,lab data,drug stop date,event onset date,non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2022, 4899 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2022, 4899 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.